Manufacturer narrative:
He remote service engineer (rse) evaluated the device remotely and determined that there was a battery issue. However, no further problems were detected, and the device is functioning normally. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was not confirmed.

Manufacturer narrative:
Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone:(B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had battery issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.